Event description:
There was a report of several resetting alarms experienced by the customer. There was no information provided about any impact on the customer's blood glucose level. The customer was instructed to return the malfunctioning pump for examination, and a replacement pump with serial number (B)(6) was arranged. No additional information was provided.